Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device was defective. It had error codes that couldn't be cleared. It is unknown if there was no patient, or clinician injury associated with this event.